Manufacturer narrative:
Intuitive surgical inc. (Isi) requested that the medium-large clip applier instrument involved with this reported event be returned for failure analysis testing. As of the date of this report, the product has not been returned for analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not hold the loaded clip. When the surgeon was starting to engage the clip, the clip would slip off of the bottom of the instrument. It happened on larger or smaller ducts. The dropped clips were retrieved from the patient's anatomy. The procedure was completed with no reported injury. Additional information was requested related to the reported event. As of the date of this report, no further details have been received.